Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event.

Event description:
Radical cistectomy- "it works perfect, every 5-10 seal they cleaned the jaws, but since 65 activations the blade starts to block, every time they use blade, and it sound like " clac", but pushing the blade the problems solved. " additional info received from rep march 15 2017: the mis and tm were present during this intervention. They reminded the staff after every 5-10 activations to clean the jaws. There were 76 activations in total. Once there were difficulties to cut (blade didn't cut all the way) and during the others they had difficulties retracting the blade. Additional information received from rep 24 march 2017: it is impossible to retrieve the generator serial number from the rep, since there are 2 generators on site and they interchange them between ors. Type of intervention: n/a. Patient status: the patient did not receive an injury with the complaint event.